Event description:
During an attempt to implant, there was no normal signals showing. Half the time there was capture and other times there were not. Lead also exhibited high impedance. Physician moved the suture sleeve before suturing lead down and noticed lead insulation was compromised. There were no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.